Event description:
Consumer was using the gum brand deep clean toothbrush and while she was brushing her tongue, the bristle got stuck on the back of her tongue.

Manufacturer narrative:
This MDR report is generated retrospectively based on complaints audit.